Event description:
It was reported that this implantable lead was part of the system revision due to infection. Reportedly, the incision site did not heal as the patient was touching and scratching the wound. There were no additional adverse patient effects reported. The implantable lead was explanted.